Manufacturer narrative:
Suspected root causes: causes of osteolysis are multifactorial and the device as a direct cause of osteolysis and the cruciate ligament loosening cannot be determined. This report is a duplicate of the initial importers report (stryker-2936485-2011-00150).

Event description:
The head surgeon reported that around 6 months after implantation, he could clearly see osteolyses on the x-rays (diagnosis not available from radiologist) and that in two cases, the cruciate ligament had loosened. According to the surgeon, an unanticipated revision surgery became necessary after 6 months.